Event description:
On (B)(6) 2013, the distributer contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) value of 4g/l with large ketones and nausea. The cannula was reportedly bent and no occlusion alarm was emitted by the pump. It was noted when the infusion set was replaced, the patient¿s bg reportedly went down to 1.27 g/l with no ketones. The distributor reported no programming or settings issues with the pump. There were reportedly no issues with the prime history. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation no occlusion alarms were emitted by the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the pump was used for basal delivery for 4 days ( from (B)(6) 2013) .no ¿occlusion¿ alarms were observed in the black box or in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damage found to the battery compartment or the battery cap. The battery cap secured tightly to the pump. The pump was powered on and displayed the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was exercised for 24hours; no ¿occlusion¿ alarm or any delivery interruptions occurred. The force sensor was found to be within calibration. The pump was exercised for 29 hours with no delivery issues. An ¿occlusion¿ alarm was stimulated, the pump was able to give the appropriate audible and visible alert. The alarm history recorded accurate ¿occlusion¿ alarm. The pump¿s case was removed, no intermittent condition were found to the force sensor circuit. The force sensor resistance was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.